Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab revealed a crease on the posterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: at this point it is not possible to determine the root cause of the crease. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the crease was the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: the patient¿s left breast prosthesis was shipped out to mentor since a capsular contracture condition was observed. Implant is a baker grade iii. During visual examination, mentor product analysis lab revealed a crease on the anterior view of the device. No other anomalies were found. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing or that the crease was the root cause of the capsular contracture. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc (left) and mentor memorygel breast implant 400cc (right) and experienced capsular contracture, baker grade 3 on the left side and a device migration on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2018. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4). This complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc.